Manufacturer narrative:
Return qty 1, 23324 30k; thinsert-62 00108421; warranty. Test method / gp005-wi02. Inductance: gauge ID# 5349; due: 11/30/2024; result: 3.14. Meets spec, does not meet spec, n/a. Tip condition: - meets spec, does not meet spec, n/a. Stack condition meets spec, does not meet spec, n/a. Tested on: g130 gage ID# 9626-2 due date: 03/31/24 set pressure: 35 psi water flow: output rate: 35 psi - meets spec, does not meet spec, n/a. Spray pattern: - meets spec, does not meet spec, n/a. Water leak: meets spec, does not meet spec, n/a. Seam leak, n/a vibration: - meets spec, does not meet spec, n/a. Grip condition: meets spec, does not meet spec, n/a. Other visual observation: insert good, no fault found. Alleged event: confirmed - not confirmed.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that 30k cavitron thinsert, packed has no vibration and get hot immediately. No injury reported from alleged event.